Event description:
It was reported that (1) h2tuv was used during a unknown procedure. It was reported by the affiliate that the device malfunctioned (no detail). Opened another device to complete the case. There was no consequence to pt.